Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation and was inflated twice at 24 atmospheres. However, on the third inflation at 24 atmospheres for 90 seconds, the balloon ruptured. The physician completely removed the device from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4).